Event description:
It was reported to nova biomedical that, a consumer received a blood glucose reading of 167 mg/dl yet was not feeling well. Emergency medical help was necessary and the consumer received a reading of 30 on their brand meter. The difference in the readings was determined to be clinically significant. The meter will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.